Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the tip of the objective lens adhesive peeled off. Additional findings were as follows: the protector of universal cord on scope connector side has a cut, due to a pinhole on video cable, water tightness was lost, the bending section cover, the video connector case, both had a scratch, the adhesive on bending section cover had a chip, the video connector had a crack, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Based on the results of the investigation, it is likely that the reported issue was caused by stress of repeated use, external factors or handling. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had the light source connection rubber broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip of the objective lens adhesive peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.